Event description:
Caller alleged discrepant results with inratio meter versus lab. Meter 7.1 and then 5.3 on the same meter, lab came up with 8.7. Vitamin k given to patient after getting lab reading. Patient has been on coumadin for years. Three days ago; patient had a 2.9 reading on the meter. Patient is not on dialysis. Patient is not on heparin/lovanox and has not been in the hospital in the last 2 days. Patient does not have lupus or no amiodarone or auto-immune disease.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: test, 7.1, meter inr: 8.7, test, 5.3, meter inr: 8.7. For both tests, both the meter inr and lab inr are greater that 5.0. The results are not considered inaccurate within the context of the documented variability for inr testing. Product accuracy testing is not required. Inratio precision data provided by end-user: see scanned table. Th %cv is greater than 20%. The precision criterion is not met. Product precision testing is required. Device will be returned for evaluation. Investigation is pending.